Event description:
It was reported that the doctor did not like the position of an intraocular lens (iol) in the patient's eye. The iol was removed and replaced in the same procedure, which required the incision to be enlarged. There was no vitrectomy performed and no patient complications were reported.

Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.